Manufacturer narrative:
Philips service replaced the power inverter evr and calibrated filament values. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that inverter short circuit caused x-ray generator startup failure on an azurion 5m20. The clinical use of the system was outside of use. There was no reported patient or user harm.